Event description:
Device has a straight drill with a bur guard attachment which has a ball bearing in it. The ball bearing overheated as dr was drilling into the bone. Bur guard was against pt's lip and pt sustained a burn which appeared to be third degree. Primary eschar removal done with a primary closure. MFR notified. Sales rep saw device.